Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes results (other) visual inspection of the returned lens showed both haptics and part of the optic was torn off and missing. Only a small piece of the lens was received inside of the vial. (B)(4).

Event description:
The reporter stated the +19.5 diopter cc4204a collamer single piece lens was damaged while loading, however, the surgeon did not notice the tear until the lens was advancing in the eye. The lens was cut and removed without enlarging the incision or sutures. Another same model/diopter lens was implanted.